Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the technologists attempted to start the imaging system, but it was staying on the "system booting, please wait" display. They restarted the system with no resolution. The site restarted again, in stand alone mode, then connect the mobile viewing station and this resolved the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.